Event description:
The reporter stated that the surgeon was using a toric single piece lens model aa4203tl and the lens tore upon insertion. The surgeon cut the lens to remove and replace it with another same type lens with no pt injury.

Manufacturer narrative:
Evaluation: results - a visual inspection of the returned product shows the lens is torn into two pieces with a haptic torn off. A portion of the optic is torn off and missing. There is reddish surgical residue on the lens. It should be noted that the injector, foam tip plunger and cartridge were not returned. Conclusions - an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.